Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that noise image was displayed. It was determined that the charged coupled device needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction noisy image was traced to damaged charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.